Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with f-94 failure code; this condition had the potential to interrupt delivery. This condition was found in the biomed service department upon power up. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with f-94 failure was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be a main battery with low voltage. The device configuration option settings were reset and the main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.